Event description:
Note: this report pertains to one of the two devices used during the same procedure. Manufacturer report #3005099803-2014-03462 captures the first device while #3005099803-2014-03463 captures the second device. It was reported to boston scientific corporation that two interject sclerotherapy needles were used in the patient's sigmoid colon during a polypectomy procedure performed on (B)(6) 2014. According to the complainant, during the procedure, it was found out that the needle was blocked since too much resistance was observed when the nurse attempted to inject the mixture. They used another interject sclerotherapy needle but the same issue occurred. The procedure was completed with the third interject sclerotherapy needle. No visible issue with the complaint device or the packaging was reported. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Reported event that no fluid would flow through the catheter. Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Manufacturer narrative:
Visual evaluation of the returned device found the needle to be undamaged, complete and no residue were present on the device. Functional evaluation revealed the needle would extend and retract without issues. No fluids would pass through the device when attempts to inject fluids were done. A pin gauge was able to clear the needle but no occlusive material was recovered. The investigation concluded that this complaint is associated with a product that meets design and manufacture specifications but due to anatomical/procedural factors encountered during the procedure, performance of the device was limited. Therefore, the most probable root cause classification for the reported failure is operational context. A review of the device history record (DHR) confirmed that the device met all material, assembly, and product specifications at the time of release to distribution.

Event description:
Note: this report pertains to one of the two devices used during the same procedure. Manufacturer report #3005099803-2014-03462 captures the first device while #3005099803-2014-03463 captures the second device. It was reported to boston scientific corporation that two interject sclerotherapy needles were used in the patient's sigmoid colon during a polypectomy procedure performed on (B)(6) 2014. According to the complainant, during the procedure, it was found out that the needle was blocked since too much resistance was observed when the nurse attempted to inject the mixture. They used another interject sclerotherapy needle but the same issue occurred. The procedure was completed with the third interject sclerotherapy needle. No visible issue with the complaint device or the packaging was reported. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.